Manufacturer narrative:
Reference record (B)(4).

Event description:
Patient in the ICU at the sister hospital the northern. Perforated bowel, ulceration of the small intestine, bezoar and a bowel obstruction. Patient has had a bowel resection and is on tpn in ICU at this time.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be perform. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was diagnosed with a bezoar at end of pej tubing resulting in small bowel obstruction and perforation. The patient was admitted to the intensive care unit.